Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 278mg/dl, 137mg/dl, 120mg/dl, 282mg/dl. Tests were done within 10 mins with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.